Event description:
It was reported that after an unknown period of time post vena cava filter deployment, a CT scan allegedly demonstrated a detached filter limb in each lung. It was further reported that a consultation with a surgeon to discuss removing the detached filter limbs was scheduled. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post vena cava filter deployment, a CT scan demonstrated that multiple limbs allegedly had detached and migrated to the lungs. It was further reported that a procedure was scheduled to remove the detached limbs. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, filter retrieval attempt was attempted. However, the removal of ivc filter was aborted after venogram demonstrated ivc thrombus, non occlusive, located just below the inferior aspect of the filter on the left lateral wall of the ivc measuring 3.5 cm longitudinally and 1.5 cm transverse. Approximately ten years later, CT revealed ivc filter prong within the right lower lobe pulmonary artery and another fracture fragment migrated to the right renal vein. Approximately one year later, filter retrieval was attempted. Initial venogram demonstrated the tip of the filter was tilted and embedded. Next, attempts were made with end snare and gooseneck snare to engage the fragmented piece of the ivc filter, which was separate from the ivc filter. This was successfully retrieved. Subsequently, multiple attempts were made with the same type of snare system to obtain the cone of the filter, but this was not successful due to severe tilting. Then, using glide wire loop technique, bronchoscopic forceps, and manipulation, the filter was retrieved successfully. Due to fractured segment of the filter, there was a retained foreign body of the filter in the wall of the ivc that could not appear to move after the filter was removed. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and pe post implant.per medical records, multiple attempts were made to engage the cone of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instructions for use: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g3,g4,h6(device: 4001) h11: b1,d1,d4,e3,h1,h6(patient),h6(device),h6(method),h6(result),h6(conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after an unknown period of time post vena cava filter deployment, a CT scan allegedly demonstrated a detached filter limb in each lung. It was further reported that a consultation with a surgeon to discuss removing the detached filter limbs was scheduled. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, one strut detached into right lung, one in left lung, one embedded in ivc and struts perforated into organs. The device was removed percutaneously after an attempted but unsuccessful removal procedure. The patient experienced pulmonary artery embolization; however, the status of the patient is unknown.